Manufacturer narrative:
Corrected data: remove the sentence, ''no patient injury was reported''. (B)(4). Additional info the manufacturing record review was performed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. A review of the raw material/manufacturing procedures in the change control was performed for the period when this production order was manufactured and no changes were implemented for manufacturing method, inspections or specifications during the manufacturing process of the production order that could be related with the complaint type reported. The documentation shows that the production order was manufactured according to specifications. Product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the abbott medical optics model z9002 intraocular lens was inserted in the eye. It was stated that there was a capsule tear whereby the capsule would not support the lens. The lens was removed, cut and discarded and an anterior lens was placed within the same procedure. An anterior vitrectomy and incision enlargement were performed. No patient injury was reported. It was stated that there was no use error reported. The patient was reported be doing well. No further information was provided.

Manufacturer narrative:
(B)(4) - incision enlargement.all pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.